Event description:
It was reported that during surgery for implant of artificial cervical disc at c5-6, the implant would not load tightly onto the inserter. No patient complications were reported.

Manufacturer narrative:
Functional evaluation of sample holder and complaint return implant replicated and confirms issue with implant retention of superior component. Evaluation of returned implant with additional sample 6mm holder was able to securely locate both upper and lower implant components on holder without issue.

Manufacturer narrative:
(B)(4)